Manufacturer narrative:
(B)(4). Batch # p92e54. Investigation summary: the device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device was functional. During functional testing the clamp arm of the device did not open and close freely. The device was disassembled to inspect the internal components and it was found that an internal spring was missing. This impacted the instrument not to open and close freely. No conclusion could be reached as to the what caused the missing component. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to what caused this issue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the jaws of the device were locking up. It was unknown how the jaws were unlocked or how the procedure was completed. There were no patient consequences reported.